Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Additional information has been added which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's blood glucose reading was 304 mg/dl prior to treating and going low. The auto mode feature was on at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse called and reported that customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 145 mg/dl after being treated for the low. The customer had a vehicle accident due to the low. The customer was given glucagon and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.